Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from perforation of the filter and resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The briefing mentioned a perforation of the filter. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from perforation of the filter and resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from perforation of the filter and resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information indicates that the patient underwent placement of the inferior vena cava (ivc) filter due to their history of pulmonary embolism (pe) as well as two episodes of deep vein thrombosis (dvt) and a family history of thrombotic disorder. The patient¿s history further included rheumatoid arthritis. During implantation of the ivc filter via right internal jugular vein, the filter was positioned with the top edge of the filter at about the inferior margin of l2. The filter was deployed in good position with confirmation of good positioning. The physician then moved on to remove a considerable amount of subcutaneous fat from the skin overlying the infusion port located in the infra-clavicular region. The patient tolerated the procedure well. According to the information received, approximately on or about nine years and two months post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of the filter strut(s) outside the ivc and suffer from stress and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Perforation of the vena cava could not be confirmed without procedural/follow up films for review. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per the medical records indicate that he patient underwent placement of the inferior vena cava (ivc) filter due to their history of pulmonary embolism as well as two episodes of deep vein thrombosis and a family history of thrombotic disorder. During implantation of the ivc filter via right internal jugular vein, the filter was positioned with the top edge of the filter at about the inferior margin of l2. The filter was deployed in good position. Contrast injection was performed and confirmed good positioning. The physician then moved on to remove a considerable amount of subcutaneous fat from the skin overlying the infusion port located in the infraclavicular region. The patient tolerated the procedure well. According to the information received in the patient profile from (ppf), approximately on or about nine years and two months post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of the filter strut(s) outside the ivc and suffer from stress and anxiety. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Correction to product code.